Event description:
A customer reported low power during a procedure. The case was completed by increasing the power. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4). This report was mailed to FDA on: 06/04/2014. (B)(4).